Event description:
The customer reported that the high level fluoroscopy dose was out of tolerance. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The dose was adjusted back into tolerance. The system was tested and operates as intended.